Event description:
It was reported that the physician found an increase in rv pacing lead impedance and the rv sensing decreased. The lead was capped and explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.